Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was not sutured in place and had migrated inside the pocket. The device migration caused the right atrial (ra) lead and the right ventricular (rv) lead to dislodge. The rv lead was revised and repositioned; remaining in use. The ra lead was removed and the physician could not gain venous access for the atrial lead placement. The physician decided to not implant a new ra lead. The ICD was sutured into position and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.